Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d9 - date returned to mfg correction: g4 - PMA/510(k) #; h6 - annex a. Investigation ¿ evaluation it was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter fractured during drainage of the left iliac abscess. The fractured catheter was replaced with an in-house catheter, and the procedure was successfully completed. It was stated per the customer that the rupture appears to be from the base of the hub. There does not appear to be any damage to the hub. It appears in a customer provided photo that the catheter separated near the hub, with some catheter material/flare remaining in the hub. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), specifications, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned in a used and damaged condition. The investigation confirmed material separation of the shaft material, just below the flare. The flare still remains between the cap and adaptor. Although material separation was confirmed, the black suture string was unbroken. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lots did not reveal any related quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received 14oct2025, that the catheter rupture appears to be from the base of the hub. The catheter shaft also seems to be fine. There does not appear to be any damage to the hub. A customer provided photo reveals that the catheter shaft separated near the hub, with some catheter material remaining in the hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter fractured during drainage of the left iliac abscess. The fractured catheter was replaced with an in-house catheter and the procedure was successfully completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.